Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the occlusion test due to button keypad anomaly. The insulin pump has cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that buttons were not responding. Customer's blood glucose was 48 mg/dl, which was treated with soda. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.